Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder procedure, as the healicoil knotless suture anchor (self-tapping) was being deployed into the humeral head, the coils of the proximal anchor broke. This was after the anchor was tapped in and the internal suture lock was engaged. It occurred during the proximal anchor deployment; the distal tip of the anchor had to be retrieved the procedure was successfully completed with non-significant delay using a competitor device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the anchor material drawing/specifications found that certifications and testing data are required for raw material. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. This case reports, coils of the proximal anchor broke when the healicoil knotless suture anchor was being deployed into the humeral head. Reportedly, the distal tip of the anchor was retrieved using forceps. No relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Should any additional clinical information be provided for this complaint will be re-evaluated. There was no relationship found between the device and the reported event. The complaint was not confirmed. Factors that may have contributed to the reported event include not maintaining inserter alignment throughout insertion to ensure implant integrity. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.